Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 00002652 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. H 6. Medical device problem code ¿appropriate term/code not available (a27)¿ represents patient event - non serious. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a vizigo and the doctor found that the ¿valve of the sheath was porous¿. The doctor did not want to replace the vizigo sheath. Additional information was received. It was noted that the section where the issue was observed was in the hemostatic valve section. According to the doctor, air was coming in from the sheath along with the catheter. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. According to the physician, there was no physical damage on the side port. The sheath was being used on the patient and air entered the patient¿s body. There was no patient consequence, and no treatment was required. The physician¿s opinion on the cause of this event is product malfunction related. The patient fully recovered, and no extended hospitalization was required. Since the patient was asymptomatic, and the air was noticed as an observation, did not require medical or surgical intervention, there was no permanent impairment, no radiographic evidence of infarction, and no extended hospitalization was reported, this is not considered a serious patient event. However, this event is considered MDR reportable device malfunction.